Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise that is typically seen within two weeks of initial device implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that three days status post implant the patient received an inappropriate shocks. Troubleshooting for these inappropriate shocks was discussed and the plan was to monitor the patient. No adverse events were reported.